Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by visual inspection during failure analysis. The instrument tube extension was cracked. The tub extension was dislodged from the main tube. The tube extension wall was circumferentially cracked at the base of the axial keys. No pieces are missing. Failure analysis concluded the damage may be due to excessive side loading/ mishandling. Additional observations founds during failure analysis: the instrument tube reinforcement ring had scratch marks/abrasions. The ring had a few scratch marks that measure approximately .135-.099. No material missing. Failure analysis concluded scratch marks may be due to mishandling/misuse. The instrument had paper and some adhesive stuck on the main tube. The area where the paper was measure was approximately 2.99. No damage to main tube. The instrument tube extension had pad printing removed. There was scratch marks were the pad printing had been removed on the opposite side of the tube extension break. The pad printings removed measures approximately .152 x .016 and .053 x .005 in length. Failure analysis concluded pad printing damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the pad printing damage was to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci surgical procedure that the monopolar curved scissor instrument was broken around the orange tip. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.